Manufacturer narrative:
A review of the manufacturing documentation associated with this lot (17627910) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, one week after a palmaz genesis balloon (.035 8.0x24 135) expandable stent (sds) was implanted into the left subclavian artery a re-angiographic found that the stent was broken into two segments.

Manufacturer narrative:
Additional information received indicates that the device was stored and handled per the instructions for use (IFU). The device was resterilized. The device was prepped according to instructions for use (IFU). There were no anomalies noted during or after the device was prepped. There were no kinks or other damages noted prior to inserting the product into the patient. It was verified prior to insertion that stent was contained within the outer sheath/introducer of the system. The guidewire port was flushed as outlined in the IFU prior to loading on the guidewire. The device was inserted through a stopcock instead of a hemostatic valve. There was no unusual force used at any time during the procedure. The proximal three-stages of the stent was fractured, then into the distal aorta with blood flow. There was no patient injury. There is no procedural cd/film available for review. The sheath used on the procedure was a 6f cook and the size of the guidewire used was 0.035×260cm. There was no vessel tortuositity or angulation. The vessel level of occlusion was 85%. One week after a palmaz genesis balloon (.035 8.0x24 135) expandable stent (sds) was implanted into the left subclavian artery a re-angiographic found that the stent was broken into two segments. The proximal three-stages of the stent was fractured, then into the distal aorta with blood flow. There was no reported patient injury. The target lesion was left subclavian artery. There was no vessel tortuosity or angulation. The vessel level of occlusion was 85%. The device was stored and handled per the instructions for use (IFU). The device was resterilized. The device was prepped according to instructions for use (IFU). There were no anomalies noted during or after the device was prepped. There were no kinks or other damages noted prior to inserting the product into the patient. It was verified prior to insertion that stent was contained within the outer sheath/introducer of the system. The guidewire port was flushed as outlined in the IFU prior to loading on the guidewire. The device was inserted through a stopcock instead of a hemostatic valve. There was no unusual force used at any time during the procedure. Initially, the sheath used on the procedure was a 6f and the size of the guidewire used was 0.035×260cm. The product was not returned for analysis. Three images were provided for review. Two are images from a fluoroscopy monitor and one is of a part of a stent, apparently explanted. In the first image a portion of a stent is noted situated loosely and tilted in a distal portion of a large vessel proximal to a bifurcation. There appears to be some kind of catheter passing through the lumen of the stent portion. In the second image a stent is apparent at the proximal left subclavian artery adjacent to the aorta. It is not known if the sent is present in its entirety at this point. Sternal wires can be seen. In the third image a portion of a stent is present out of the patient¿s body. It is contaminated with blood and has been crushed and distorted, perhaps by the removal process. A catheter passes through the lumen and between the struts. It appears to have been explanted. These images support the event description and confirm the alleged complaint. The reported ¿stent fractured-separated - in patient¿ was confirmed through analysis of the images provided. The exact cause of the event could not be determined during analysis. Based on the information available for review, vessel characteristics (a rate of stenosis of 85%) or procedural factors may have contributed to the fracture and separation as evidenced by the complete separation noted during analysis of the images. Stent fractures in the subclavian artery are well-known potential complications of this type of procedure and are listed in the IFU as such. The subclavian vessels are prone to and undergo biomechanical forces such as flexion during movement. Also, the vessels may be compressed by external structures, including the clavicle and first rib. This may lead to restenosis or thrombosis, which are also well-known potential complications of this type of procedure. In this case, vessel/lesion characteristics, procedural factors and/or biomechanical forces likely contributed to the reported event. According to the safety information in the instructions for use ¿prior to stenting, the palmaz genesis peripheral stent on opta pro .035" delivery system should be examined to verify functionality and integrity. Recrossing a partially or fully deployed stent with adjunct devices must be performed with extreme caution. Do not attempt to remove or readjust the stent on the delivery system. To assure full expansion, inflate to at least the recommended nominal pressure as shown on the label. Caution: if strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system. Under fluoroscopy, use the balloon marker bands and the radiopaque stent to position the stent centrally within the lesion. During positioning, verify that the stent is still centered within the balloon marker bands and has not been dislodged.¿ neither the DHR review nor the procedure images suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.